Manufacturer narrative:
Findings: all buttons function properly however, moisture damage was found on keypad traces. No dashes anomaly or display anomaly noted during testing. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 220 mg/dl. The customer stated when pressed the b button the dashes came up and it wouldn't let her enter in a number. The customer stated that the device was not exposed to moisture and doesn't recall any event leading to the keyapd issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.